Event description:
Burn patient needed a central line placed for fluid resusitation. Nurse practitioner placed the subclavian venous central line and x-rayed, confirmed it needed to be retracted a few centimeters. Burn physician removed sutures and retracted the line as suggested. New sutures were then placed. Burn md then noticed leakage from the line close to the two hash marks (near the connection hub where the catheter meets the ports). Nurse practitioner attempted to replace the catheter by inserting a guidewire and sliding a new catheter on but was unsuccessful. Nurse practitioner had to pull this line and restick the patient and place a new line. Original line sequestered in risk office. Unclear why line had leaking (malfunction vs. Possibility of practitioners puncturing line with suture needles). Patient remains on burn unit recovering from her severe burns. New line functions appropriately.

Event description:
It was reported that the device was explanted after an implant duration of approximately 72.1 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.